Event description:
Reporter indicated that pt recently fell, sustained a head injury and later died. The device had reportedly been turned off prior to the injury because the physician did not think that the device was working. Further investigation revealed that the pt had a generalized convulsion, fell hard, and passed away from the injuries.the pt suffered intercerebral hemorrhaging. The "vns" had helped the pt's seizure control. Physician stated that he thought the pt's device may have been nearing end of service due to an increase in seizures at the last appointment in 05/2001. Physician reported that the pt was buried with the device and that it was on at the time of death.